Event description:
It was reported that the pump's usb port was damaged and had debris, resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined further troubleshooting and no additional information was received regarding the outcome of the event.